Manufacturer narrative:
One fogarty catheter without any components was returned for evaluation. The balloon was inflated with 1.2 ml air and 0.5 ml water as recommended in the product IFU. The balloon inflated and the balloon appeared to be slightly eccentric. Eccentricity was measured to be within specification, at 0.04". The maximum specification for eccentricity is 0.08¿. There is no deflation specification using air as the inflation media. Balloon deflation using water was achieved in 1 second by pulling back on the syringe plunger. The specification for balloon deflation is 15 seconds while pulling back on the syringe plunger. The through lumen was found to be occluded by clotted blood between 4 cm and 36 cm proximal from the catheter tip. No damage to the catheter body, balloon, or windings was observed. Balloon testing was performed with a lab 5 cc syringe. Visual examinations were performed under microscope at magnification 20x and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon deflation issue and balloon shape issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.

Event description:
It was reported that the balloon deflated slowly during use. Also, the balloon was found to be out of shape. There was no problem with catheter removal from the patient. There were no patient complications reported.